Event description:
The reporter stated that the surgeon had inserted a three piece silicone lens model aq5010v as a piggyback lens to another lens with no damage to the lens, however, the surgeon opted to remove the lens and replace it with a different lens. There was no pt injury or product malfunction, it was surgeon's choice.

Manufacturer narrative:
.